Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working during surgery. A different battery as well as a direct power cord was tried with no success. There was no pt harm or delay reported, and the procedure was completed with an alternate device.